Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR report number.

Event description:
It was reported that suture placement was attempted with a proglide device in right common femoral artery using the preclose technique prior to a transaortic valve replacement (tavr) procedure. The arteriotomy was 7f and moderately calcified. Reportedly, when the proglide plunger was retracted the suture "curled up" inside the device. A second proglide device was attempted using a different rotation; however, with the same results. The sutures of two additional proglide devices were successfully placed using the preclose technique. The tavr procedure was completed and the two successfully pre-placed sutures achieved hemostasis. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.